Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the stoma suppurated a lot of serous liquid. On (B)(6) 2018, the patient experienced bilateral pneumonia. On (B)(6) 2018, the patient experienced stomach inflammation, seizures, and a fever and was admitted to the hospital. It was reported that in (B)(6) 2018, prior to duodopa therapy, the patient experienced pneumonia and it was unspecified if the patient had experienced the same infectious process (pneumonia) or if the patient experienced aspiration during the anesthesia. The patient was treated with intravenous antibiotic, normal saline, and paracetamol. A gastroenterologist evaluated the stoma cultures, which were negative and gastric content was normal as the stoma was in the healing process. The gastroenterologist also did not give importance to small air bubbles on peritoneal cavity since it occurs frequently after a gastrostomy. It was reported that the patient did not have any seizures during the hospitalization and it was ruled out that the fever or the infection were caused by the gastrostomy. As fever decreased, the patient's general condition improved and was discharged on (B)(6) 2018. No further information is available.